Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th and 12th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to blood in the lumen. Product analysis image review: review of the procedural images confirms the tortuous nature of the rca vessel. The images capture the what may be the attempted delivery of the resolute integrity device. It appears that the bend in the vessel may have hindered delivery of the device. Subsequent images capture deployment of a stent in the lesion site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a moderately tortuous, mildly calcified lesion with 90% stenosis in the mid rca. There was no damage noted to the device packaging and no issues when removing the device from the hoop. The device was inspected and negative prep was performed with no issues. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It is reported that the device failed to cross the lesion and then stent deformation was noted. The stent was then replaced with another manufacturers device. No patient injury is reported. The physician believes that the event was not due to the use of the device in a difficult lesion morphology/anatomy i.e. That the event is device related.